Manufacturer narrative:
The hosp biomed found that the coil on pc1585/pc1586 was blown up causing a very bad smell from the ventilator. The defective part was discarded by the customer and therefore no investigation was possible to perform. However, the received info indicates that pc1585/1586 was overheated and that it was the cause of the smell. After replacing the current servo, the unit was put back in service. Basing on the complaint description, the identified faulty part and our investigations of similar complaints, the cause was the failure of capacitors on the current servo, which comprises of the printed circuit boards pc1585 and pc1586, probably due to a current surge. The failure of the capacitors allowed a high current flow through the inductor coil l1, which in turn led to the overheating and the burning smell. An improved current servo which withstands higher currents with an additional protective functionality that limits the current in case of component failure and reduces the likelihood of overheated and smoking components was implemented in production and as spare parts in june 2002.